Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported healthcare professional had to remove one of the 4f provena piccs due to it not working properly. Once it was removed, kinks were noted at the 5, 7, 10 cm marks. No other information was provided.

Event description:
It was reported healthcare professional had to remove one of the 4f provena piccs due to it not working properly. Once it was removed, kinks were noted at the 5, 7, 10 cm marks. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were observed throughout the sample. Multiple kink impressions were observed in the catheter shaft between the 3cm and 11cm depth markings. The sample kinked preferentially at the kink impression sites during manual manipulation. Microscopic inspection of the kink sites revealed buckling and discoloration in the vicinities of the kinks. The kink impressions and preferential kinking were consistent with damage caused by sharp bending of the catheter shaft. The locations of the kinks suggested that catheter insertion, securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11.